Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the discrepancy occurring on a previous day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge, and they were instructed to call back for further troubleshooting if the issue reoccurs. Caller acknowledged the resolution provided by technical support.